Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was still having concerns regarding his device or therapy, but was working with his doctor or manufacturer representative. He didn¿t know when his next appointment was and planned to contact his manufacturer representative. On (B)(6) 2015, the patient tried to increase stimulation and found that it was hard to urinate and took way longer to urinate. If he lowered stimulation, he had retention on that program. It was doing great until that day. There was a loss of therapeutic effect and the patient felt the program he was on was ¿worn out.¿ he had tried to raise stimulation, but wasn¿t feeling any stimulation sensation. His current program was a ¿silent¿ program and worked the best. The patient had tried the other three programs he had available. The device was for urinary incontinence and in the past few weeks, the patient felt he wasn¿t getting the same progress he was in the past. His healthcare provider was willing to do reprogramming, and he wanted a manufacturer representative present as well. A manufacture representative did some programming. The only program the patient had left was starting to falter. On (B)(6) 2015 the program worked for two to three hours and then it quit. The patient had to do without it. The rate had changed, it used to help him go to the bathroom, and now it didn¿t do that even when stimulation was on constantly. If he went to another program, it was the same, and he had to turn the implantable neurostimulator (ins) off because he was constantly feeling the stimulation all the time. The patient was ¿better off¿ without the ins, was able to control his symptoms, and he would have at least 50 percent relief. The device was giving him heartaches, headaches, and a lot of worries. Programs 1-4 had been tried, they kept on stimulating him, and once it stimulated him for an hour straight and he¿d had to catheterize. The patient thought maybe the device battery had moved in his back. He couldn¿t bend over too much, it was a pain, and he thought when he got the ins, it would help his symptoms. The patient was only getting 30 minutes in between going, and it wasn¿t a lot of time to do anything. The patient¿s healthcare provider told him to keep stimulation on, and he wasn¿t able to do that. If the ins worked how the book said it would work, it would be a marvelous thing.

Event description:
It was reported that a patient was implanted for incontinence, and therapy helped with symptoms, but he hated getting retention because he had to use a catheter to clear it. The goal for his therapy was to reduce the number of times he went to the bathroom. The patient was still urinating 14 to 15 times a day and therapy was helping a little, but not much. The patient felt it was helping by 50 percent and he didn¿t have the pain from interstitial cystitis that he was having previously. Therapy was also helping with the amount of urine that came out at a time. The patient informed his healthcare professional about this and was told to watch his water intake and keep in touch so the device could be checked. The patient tried increasing stimulation but it became painful. He had tried all four programs; program 4 felt like ¿someone kicked him in his testicles,¿ program 2 was good when he wanted to ¿take care of business¿ and he used it when he went to sleep because it was so low, and program 1 was the other good program. The patient felt a pushing or pulling sensation and was currently on program 3 at 2.3 volts with stimulation on. He urinated every hour on the hour with t his program. The patient had an appointment scheduled with a manufacturer representative on (B)(6) 2015. The patient later reported wanting to try kegel exercises because he kept losing urge. His urge was getting weaker and weaker, and he noticed it every time he changed programs since getting the implant. The patient wanted his programs to be ¿quiet¿ so stimulation was right, he felt ok, and it didn¿t bother him. The patient had felt therapy was ¿hard to stand¿ when stretching and pulling. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0pnmu, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).